Event description:
While surgeon was fixing position prior to suture, the catheter broke. There was no injury to the patient as a result.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.